Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that waste started to leak out of the modular chemistry (mc) drain relief line of the synchron lx 20 clinical chemistry system (lx 20) and spilled to the floor. Customer reported that they performed a shutdown and rebooted. Customer reported that the lx 20 is no longer leaking after the reboot. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.